Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "delamination was observed during a similar operation earlier." - the wording in the physician's response referred to a generic of our prolene, a different brand, that was previously used by the surgeon in another operation, was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. If reoperation was performed, please describe the appearance of the suture during the re-operation? Standard suture. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - 7 yrs. Name of the procedure? Procedure that was performed for anomalous pulmonary venous drainage. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? Autopericardium what was the tissue condition (normal, thin, calcified, fragile, diseased)? As per disease condition. How was the suture originally tied (multiple knots, square knot, etc.)? 12 standard surgical knots. What instruments were used in this procedure to handle the suture?vascular were there any patient stress factors that precipitated the event? No other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? Possible external factors from the storage of suture material at the supplier/manufacturer what is the patient's current status? Healthy discharged could you kindly provide the lot number, please? Lot shbddc. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This file (for a different patient) was created based on additional information received in (B)(4) that stated, ¿delamination was observed during a similar operation earlier¿. Follow-up information previously provided stated, ¿the physician's response referred to a generic of our prolene¿, however, lot number of shbddc was provided. Is this event (delamination of the suture) for prolene suture, lot shbddc? Or is this event (delamination of the suture) for a non-ethicon product? Please clarify: did this event occur intra-op? Did the patient require any post-op medical or surgical intervention? If yes, please provide details. Were there any adverse patient consequences? If yes, please provide details.

Event description:
It was reported that a patient underwent a procedure performed on abnormal drainage of the pulmonary veins on an unknown date and suture was used. During the procedure, after placing implants on the vessels, after some time, the surgeons noticed delamination of the thread that held the implant. The implant "patch" did not stay in place. The situation was corrected immediately, by placing another suture material. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 - additional information was received and it was reported that this device was not used in this event. Therefore, this medwatch report is being voided.